Manufacturer narrative:
Corrected data: section d4 serial # of the initial medwatch report indicated (B)(6). Section d4 serial # of the initial medwatch report should have indicated unknown. Additional information: the device was not returned to physio-control for evaluation; however, the device's patient parameter board was removed and further evaluated by physio. Physio observed that capacitor c124 is shorted, which resulted in the device not being able to boot up.

Event description:
Physio-control received a report that the device does not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that the device does not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.